Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the insufflator to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer called during case setup to report an insufflator 2001 error. The customer stated that they have attempted to power-cycle the system a couple of times, but the error remains. The technical support engineer (tse) had the customer perform a hard power cycle on the tower, but the 2001 error came back. The tse suggested to disable the insufflator and bring in a 3rd party air seal or other insufflator. The tse was able to view system logs and confirmed the 2001 error, which pointed to an early/later stage control board boot-up error. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with the use of a third-party insufflator. There were no injuries to the patient, and there were no delays, given that the incident was noted before the patient's arrival.